Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 4/28/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip where the lens is stuck. No cartridge issues were observed. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was removed from the cartridge tip and cleaned revealing the lens and one haptic was deformed. Conclusion the complaint issues lens damaged and dc-stuck in cartridge were identified during product evaluation; however, based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon's email address: unknown/ asked but not available. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when preloaded intraocular lens (iol) lens was injected into the eye it did not insert and was stuck. The lens was partially inserted and removed as it was damaged. A back up lens was used. There was no patient injury. There was no medical/surgical intervention required. The patient is doing fine. No other information is available.